Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy; there was no information to know if the patient was connected at the time of the alarm. The patient's nurse went to take down the homechoice (hc) machine and noticed the alarm. She stated the patient had already disconnected from the machine and was unable to let her know if he was connected at the time of the alarm. The technical services representative (tsr) explained the alarm and assisted with troubleshooting. The hc was operational and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation or batch review could be performed.